Event description:
Complainant alleged that a pt had coded and electrode pads were placed on to the pt. The user then attempted to discharge energy to the pt by placing defibrillator paddles on top of the electrode pads and the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the pt, however this device was not used as the pt's heart rhythm had converted to asystole and no further attempts to resuscitate the pt were made. Complainant indicated that the pt expired.